Event description:
Sales rep: during a gbat surgical case, after the osteotomy cut was made, while using #6225025 rod guide, the bone segment became lodged in the trephine and when it was released the handle broke away which caused the muscle to be torn away from the bone.